Event description:
The customer reported that after wearing the pod for a couple of hours, his blood glucose was 439 mg/dl. He stated that before he changed the pod, it was 277 mg/dl. When he removed the pod, he noticed that the cannula was not out and had not deployed. He said that the "clicks did not sound the same," and he also did not feel the cannula insert.

Manufacturer narrative:
The returned device was evaluated, and the reported malfunction was confirmed. Its root cause was determined to be an assembly error. The release bar was installed incorrectly. An investigation into this issue was conducted and mfg work instructions and training procedures were updated. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."